Manufacturer narrative:
On may 24, 2024, mentor was notified that one of the patient's implants was leaking. On may 30, 2024, mentor was notified that the patient experienced a leaking left breast implant. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: biopsy. H6 health effect - clinical code e2402: generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 300cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing adrenal fatigue, hypothyroid, severe breakthrough bleeding, pain, shortness of breath, difficulty breathing, extreme fatigue, brain fog, memory loss, cognition problems, heart palpitations, rapid heart changes, extreme hair loss, numbness in upper extremities, hormonal imbalances, weight problems, inflammation, dry eyes, blurry vision, rapid decrease in vision, slow healing, frequent headaches, acid reflux, irritable bowel syndrome, fevers, candida overgrowth, metallic taste, and low blood pressure. Additionally, biopsy was performed to explore possible tumors or cancers. No tumors or cancers were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2024-04588 for the contralateral event.

Manufacturer narrative:
On july 05, 2024, mentor received the following additional information: a date of birth was provided. Date of birth: (B)(6) 1967. The patient was scheduled for bilateral breast implant removal on (B)(6) 2024. The deflated breast implant was confirmed using mammogram and magnetic resonance imaging. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).